Manufacturer narrative:
Concomitant product(s): product ID: 37743, serial# (B)(4), implanted: (B)(4) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that the patient noticed the month of the report that the implantable neurostimulator (ins) had moved a couple of inches and shifted two half inches the week prior to the report. The patient was also experiencing pain in the legs, a loss of stimulation, and a loss of therapy which was a sudden change in therapy that started about a week priorto the report. It was noted the patient's physician was no longer with their practice but a physician of the same name was located at another local hospital. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.